Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited episodes of noise. The right ventricular lead was explanted and replaced. The patient was in stable condition throughout the procedure.